Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from asymptomatic patient/no suspicion of covid-19 using np swabs on 04-may-2021 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Retest performed weeks later 21-jun-21 for unknown reason. Sample was collected and processed per p.I. Using xpert xpress sarscov- 2. Result was returned as sars-cov-2 positive. Result was reported to the physician. Review of data provided by the customer showed a positive n2 result with a late CT of 42 but no evidence of product malfunction. Cepheid's patient safety board consult review determined this to be a true positive with target/s near limit of detection or near cut-off and that testing was performed for screening purposes with no suspicion of covid-19 and is outside the intended use. Sample process control amplification and end point fluorescence appeared normal. Discrepant results are likely due to viral nucleic acid at or below the assay's limit of detection in an asymptomatic patient shedding sporadic residual rna from a previous infection. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from asymptomatic patient/no suspicion of covid-19 using bd np swabs and utm on (B)(6) 2021 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Retest performed weeks later 21-jun-2021 for unknown reason. Sample was collected using bd collection kit and processed per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Result was reported to the physician. Similar results were replicated on another patient who was tested using the xpert xpress sars-cov-2 and was originally admitted to the hospital with a negative sars-cov-2 and days later received a positive result. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed a positive n2 result with a late CT of 42 but no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from asymptomatic patient/no suspicion of covid-19 using np swabs on (B)(6) 2021 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Retest performed weeks later on (B)(6) 2021 for unknown reason. Sample was collected and processed per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Result was reported to the physician. Review of data provided by the customer showed a positive n2 result with a late CT of 42 but no evidence of product malfunction. Cepheid's patient safety board consult review determined this to be a true positive with target/s near limit of detection or near cut-off and that testing was performed for screening purposes with no suspicion of covid-19 and is outside the intended use. Sample process control amplification and end point fluorescence appeared normal. Discrepant results are likely due to viral nucleic acid at or below the assay's limit of detection in an asymptomatic patient shedding sporadic residual rna from a previous infection. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from asymptomatic patient/no suspicion of covid-19 using bd np swabs and utm on (B)(6) 2021 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Retest performed weeks later on (B)(6) 2021 for unknown reason. Sample was collected using bd collection kit and processed per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Result was reported to the physician. Similar results were replicated on another patient who was tested using the xpert xpress sars-cov-2 and was originally admitted to the hospital with a negative sars-cov-2 and days later received a positive result. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed a positive n2 result with a late CT of 42 but no evidence of product malfunction.